Event description:
Procedure type: esophagogastrectomy. According to the reporter: the needle was falling on the tissue when being used. The surgeon changed to a new one to continue with the procedure and he took some time to pick out the needles.

Manufacturer narrative:
(B)(4).